Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department for further investigation. The fse found the x1 axis guide rods dirty causing resistance when x1 feed moved to the sample position on the rack. Fse cleaned off guide rods and lubricated them with tri-flow oil. Fse verified flag 43 was set correctly on the instrument. Then fse ran x1 feed multiple times without any errors in the engineer loader menu. The instrument is functioning as intended and was released. No further actions are required by the fse. A complaint history review and service history review for similar complaints was performed for serial number (B)(4) from the (B)(6) 2017 through awareness date on the 18th of july 2018. There were no similar complaints identified during the searched period. The g8 variant analysis mode operator's manual chapter 6 troubleshooting states the following: error message: 708 x1-axis error. Explanation: operation error in x1-axis. Counter measure: inspect x1-axis. Execute sl rotate. The most probable cause of the reported issue is due to dirty x1 pusher rails. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013.

Event description:
The customer reported receiving error 708 x1-axis error on their g8 instrument. The customer cleaned the pusher but the error persisted. Field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of hemoglobin a1c (hba1c) patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.